Event description:
It was reported that the customer experienced multiple issues, including an unresponsive touchscreen, an unresponsive wake button, a damaged rubber door, a cgm losing connection, and a fill estimate problem. There was no reported impact on the customer's blood glucose level. The patient chose not to have a follow-up with customer technical support, and additional information regarding the outcome was not obtained. The customer was out of warranty and in the process of renewal.